Manufacturer narrative:
The unit was received with an unresponsive up button due to corroded keypad traces. The unit was unable to perform the self test along with the operating currents test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to unresponsive button. The following physical damage was noted: bleeding lcd glass, minor scratched lcd window, cracked casing at the display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported via phone call that the customer refused to use their insulin pump; the caller stated that the device had to be scrapped. The insulin pump was returned and replaced.